Event description:
The device was returned and analyzed by the manufacturer and subsequently tested out of specification consistent with the field advisory for this device. There is no allegation that the death was device related. Cause of death is reported as lung cancer.